Manufacturer narrative:
(B)(4). Batch # m92m5h. Additional information was requested and the following was obtained: there is no pre-run test for this device. The device is plugged into the generator and ready to be activated. Did the device not activate. Yes. Customer meant that device did not activate. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. No activation issues were observed at any time during the testing. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It has been reported that during an unknown procedure, the device was not working. It did not pass the pre-run test and nothing about any message error has been notified. No harm to the patient. The procedure has been complete by another device.